Event description:
The patient was brought in for angioplasty of an av fistula and it was identified that the patient had subclavian vein stenosis with a previously placed wall stent. There were two wall stents in total with about 5mm overlap. The physician crossed the lesion with a cook kmp catheter and an unknown wire guide. The kmp was removed and the 10x4 balloon was advanced; after inflation, the balloon ruptured, it actually tore in half upon removal of the balloon. The distal end shaft and the balloon itself remained in the patient. They retrieved part of the balloon, by snare (unknown) and readvanced another 10x4 balloon (believed from same lot #) which did the same thing, including separating in the patient. After failed attempt at snaring it, they advanced another 10x4 balloon and inflated and that part of the balloon is now a part of the patient. At this time, the patient is doing okay.

Manufacturer narrative:
(B)(4). Two used and damaged devices were returned to assist in the investigation. Per design failure mode effects assessment, balloon burst, compliance, and fatigue verification testing has been completed. The rate burst pressure of 14 atms is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Burst tests is performed, a minimum of 5 balloons per lot. Each device is leak tested and the balloon bonds are examined per quality control. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure, rupture may occur. Adhere to balloon inflation pressure parameters." Two balloons with circumferential ruptures were returned. The balloon of the first device was torn approximately 3cm from the proximal bond. The tip separated at the proximal bond. The separated tip and balloon material were not returned. The balloon of the second device was torn approximately 2.5cm from the proximal bond. The tip separated at the proximal bond. The separated tip and balloon material were not returned. A root cause cannot be determined at this time based on the information provided. A review of the device history record was unremarkable. The inflation pressures at rupture were not provided. It is possible that patient anatomy or user technique contributed to the event. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment.